Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle with filter had leakage. The following was received by the initial reporter: problem information, cite customer ref#(B)(4), unable to administer medications safely + air entering needle and leaking, unknown if filter able to function correctly. No adverse event reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24aug2023. H6: investigation summary it was reported air is entering needle and leaking. To aid in the investigation, four samples in sealed packaging blister were received for evaluation by our quality team. Two samples were from lot 2117466 and two samples were from lot 0143357. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe to draw solution. The solution was aspirated and expelled with no issues. No leakage or air bubbles were observed. A device history record review was completed for provided material number 305211, lots 2117466 and 0143357. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that the bd¿ blunt fill needle with filter had leakage. The following was recieved by the initial reporter: problem information cite customer ref#(B)(4). Unable to administer medications safely + air entering needle and leaking, unknown if filter able to function correctly no adverse event reported.